Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and could not determine a specific cause. Instrument performance was verified. The customer performed cell blank calibration and has had no further issues. Qc was acceptable. The customer declined to provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The mg reagent lot number was 788195 with an expiration date of 31-dec-2025. The ca+ reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of instrument alarms and questionable patient results on a cobas c 503 analytical unit. Discrepant results were provided for 2 patient samples tested for roche diagnostics magnesium reagent (mg) and calcium (ca+). Patient 1 initial mg result was 4.12 mg/dl. The repeat result was 2.0 mg/dl. Patient 2 initial ca+ result was 6.75 mg/dl. The repeat result was 9.5 mg/dl. The initial mg result was 0.866 mg/dl. The repeat result was 1.8 mg/dl. The repeat results were believed to be correct.